Event description:
A clinical manager reported that during cataract surgery with intraocular lens (iol) implantation, the plunger advanced over the top of the lens. Therefore, a second lens had to be used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. No ophthalmic viscosurgical device (ovd) is observed in the device. The plunger has been advanced into the mid nozzle and is advanced over the lens. The lens is advanced past nozzle entry and is crushed. A plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).